Event description:
It was reported that the blue cable broke off of the st holster where the cable connects to the gray shroud. This occurred as the cutter was retracting with the last sample. The tissue marker was able to be placed and the case was completed with no pt consequence. One device to be returned for analysis by the customer.

Manufacturer narrative:
Evaluation summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the blue cable was broken off at the shroud per the customer complaint. To correct the complaint, the analysis site replaced the blue cable. The analysis site found the paint on the bottom frame is peeling off heavily, and to correct this issue, the site replaced the bottom frame. The e-clip was replaced due to damage during disassembly. The site also removed the seals from the lemo connectors and added heat shrink to the green and blue cables. After servicing, the unit passed qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.